Event description:
It was reported that customer had a high blood glucose level and air bubbles that developed in the cannula. Customer's current blood glucose level is 5.4 mmol/dl. Reviewed filling procedures and discovered that the customer pre-fills his reservoir for 3 to 4 weeks in advance. Customer was advised that can affect the rubber rings on the reservoirs. Insulin pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.